Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-00006. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2018. The procedure was abandoned due to an issue reported under MFR. Report# 3006705815-2018-00249 and 3006705815-2018-00250. The patient may undergo surgical intervention again on a late date.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-00006. It was reported the patient experienced ineffective stimulation. Reprogramming was attempted; however, the patient only felt right sided stimulation. It was determined the lead was in the correct area but rolled to the right due to the patient's anatomy. Surgical intervention is planned to address the issue.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-00006. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the two leads with a paddle lead. Stimulation was restored following the procedure.